Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/20/2016. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent vaginal hysterectomy and sling procedure in 2003. In 2010, the patient experienced suburethral hardened tender area and mesh was removed suburethrally at that time. It was reported the patient experienced recurrence of small fibers through the skin causing hispareunia over 1.5 cm square area suburethrally. The patient has requested no further action. Additional information has been requested.